Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material adhered/clogged in nozzle was confirmed. There was no device damage near the area where the material was found. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested event is detectable preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign debris resembling white bristles protruding from the air/water nozzle. There were no reports of patient involvement.